Event description:
It was reported that the patient's right ventricular lead exhibited high capture threshold. Programming changes were performed; the lead was subsequently explanted and replaced. The patient was discharged post procedure.